Event description:
Pt had breast implants placed for cosmetic reasons and now suffers from breast numbness, severe food allergies, anxiety, lack of concentrations, short-term memory loss, procrastination, confusion, balance disturbance, elevated cholesterol, burning eyes, heat and cold sensitivity in extremities, constipation, esophagitis, ibs, hypogamma globulonemia, asthma, unexplained rashes, itching, and excess fluid build up below implants.